Event description:
It was reported to the manufacturer, by the end user, per the end user, that contact was operating lift to lift (B)(6) into bed, legs unlocked and began free swinging causing lift to tip over and (B)(6) to fall. (B)(6) complained of being sore, went on trip to (B)(6) the next day, ended up being in so much pain they went to the hospital. Complaint # (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.